Event description:
The following has been reported: "pump was returned by kootenai as they did not want to use lvp's for their nicu unit; no malfunction was communicated to fresenius kabi. During a review of the pump, the following issue was noted:" pump problem alarm on startup, logs need reviewed a preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for investigation. Upon start up, it was confirmed that the pump was experiencing a pump problem. Logs were pulled and analyzed. The logs showed that the pump was experiencing pneumatic failures due to the inability to charge the vacuum reservoir within the allotted time frame over multiple attempts. The root cause of the error was traced back to a faulty air compressor.